Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's display was blank. The lcd screen needs replaced to dress the issue. The device was returned unrepaired as per the customer.